Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip 50cm lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(4), batch: 8048634. A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to one of the patients drg leads having migrated. The patient underwent surgical intervention on (B)(6) 2023 where a new lead was implanted restoring effective coverage. Surgical intervention may take place at a later date to address the migrated lead.